Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of having high blood glucose of 500 mg/dl. Customer did not feel well and was feeling dizzy and light headed. Customer changed infusion set and was not sure if insulin delivered due to reservoir icon not changing. Customer's blood glucose at the time of call was 413 mg/dl. Customer reported to have called helpline prematurely as icon moved and blood glucose began to drop.